Manufacturer narrative:
Evaluation summary - two spectra cylinders were visually inspected. Both cylinders were returned with the wire bundles broken into two parts and with the outer tube torn and separated into two parts. Both cylinders were returned in two parts. Cylinder one¿s wire bundle is broken into two parts approximately 8 cm from the front tip. The outer tube is torn and separated into two parts approximately 7.5 cm from the front tip. When returned the two metal disks closest to the front tip were separated from the cylinder body. The plastic disk which would be between these two disks was not returned. Cylinder two¿s wire bundle is broken into two parts with part of the break approximately 8 cm from the front tip and part of the break approximately 10 cm from the front tip. The outer tube is torn and separated into two parts approximately 3.5 cm from the front tip.

Event description:
It was reported the patient had his spectra penile prosthesis removed as the cylinders "broke in half." No patient complications were reported in relation to this event.